Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to sensing issues and pacing not delivered when required caused by intermittent noise. The patient was reported to be exhibiting anxiety due to this lead issue. Another rv lead was successfully implanted. No additional adverse patient effects were reported.